Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not power up or would power up part way and then power down and not restart. It was also noted that the fan was very loud and startling to the patients. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comments that the unit would not power up, that it would shut down or that its system fan was noisy, however, it was noted that the power supply and system fan were replaced as preventive measures. It was further noted that analysis did find that the hard drive health was at less than 100% and it was therefore, replaced as well as the software being reimaged, reloaded and updated and that one "eject" lever was broken on the personal computer memory card international association slot and the micro processing unit was therefore replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.